Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a rebel stent delivery system (sds) and stent. There was contrast in the inflation lumen and blood between the balloon folds. The balloon was tightly folded with the stent secure between the markerbands. Microscopic examination and tactile inspection presented no damage or irregularities in the inner or outer shafts. Microscopic examination presented no damage or irregularities to the tip, balloon and markerbands. Microscopic examination revealed that the first, fifth and sixth proximal rows of the stent had bent, flared, and overlapping struts. Inspection of the remainder of the device revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 28mmx4.00mm rebel stent was advanced but failed to cross the target lesion. The device was removed from the patient and it was noted that the proximal end of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Event description:
It was reported that stent damage occurred. A 28mmx4.00mm rebel stent was advanced but failed to cross the target lesion. The device was removed from the patient and it was noted that the proximal end of the stent was damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).